Event description:
The surgeon noticed that the tulip (head of the multiaxial screw) was more open than usual, making impossible that the nut (plug) could be assembled to it.

Manufacturer narrative:
The device history record for the reported lot did not show any nonconformance. The lot was found acceptable to the specifications. This included dimensions and materials.